Manufacturer narrative:
Device was returned and an evaluation was completed. A manufacturing record review for this lot was completed and no related nonconformances were found therefore, supporting the device met material, assembly and performance specifications prior to shipment. The device was clicked open and closed multiple times with no failure observed. "When the high pressure (twist lock) was overtightened, the threads would not hold. The twist lock would "pop". This is consistent with overtightening the high-pressure lock."

Event description:
Valve was not closing which caused contrast, flush and blood to spray out of the end. There was not any medical intervention that was reported.